Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not pair to the ilet bionic pancreas after an extended period, with the pump displaying ¿pairing with sensor¿ and no cgm alerts received. No clinical signs, symptoms, or conditions were reported. Outcomes included user education and successful reinitiation of the pairing process by toggling the cgm setting and re-entering the sensor pairing code with no health impact. User support included troubleshooting and user guidance to initiate a new pairing sequence and confirmation that the pump entered pairing mode. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 that resolved after reconfiguring cgm settings and re-entering the sensor code, consistent with a transient connectivity or configuration issue. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to initial pairing failure.